Event description:
#10mm wide flat silicone jackson-pratt drain broke into two pieces when physician was removing it from the patient. The abdomen end of the drain remained in the patient and could not be seen. The patient was taken to the operating room for exploration of the drain site under local anesthesia, then under spinal anesthesia, the lower portion of the wound was opened and the drain removed.